Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a bg of 26 mg/dl and lost consciousness while using the ilet. Ems arrived on scene and treated the user with intravenous glucose and fluids. The user was not transported to the hospital and later completed a factory reset and retraining before resuming ilet use.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.